Manufacturer narrative:
No instruments were being processed at the time of the reported event. A steris service technician arrived on-site, inspected the unit, and found the brass pipe fitting on the integral steam generator was leaking. The technician replaced the brass pipe fitting, tested the unit, and confirmed it to be operating according to specification. The technician identified that the seal used on the pipe fitting failed, causing the water leak. The unit was manufactured in 2000 and the seal failure can be attributed to normal wear and tear of the unit. No additional issues have been reported with the unit.

Event description:
The user facility reported that an employee slipped on a water leak from their 20" century sterilizer while trying to open the door. Medical treatment was sought and administered.